Manufacturer narrative:
We have received 48 closed samples to analyze this case and cc 400411534. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.08 kgf in average and 0.71 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. G.5: similar product on us market is registered under 510(k): k122734

Event description:
It was reported that the needle detached from the thread during suturing of a peritoneal tear. The tissue type being sutured were cutaneous and vagina. There was no negative consequence to the patient. The current state of patient is reported as healed.